Event description:
Customer reportedly received results of 22 mg/dl and 120 mg/dl within 10 minutes on the compact system. No blood glucose symptoms reported with these results. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.